Event description:
Proxy biomedical was notified (B)(4) 2012 via email by the motifmesh distributor in the us ((B)(4)) that they have rec'd a complaint regarding a motifmesh product. The product was implanted in a pt to repair a ventral hernia on (B)(6) 2011. The pt suffered pain and was treated with painkillers. The pt developed an infection which was considered by the surgeon to have originated from the mesh plug (marlex) that was implanted during a previous surgery. The pt developed an abscess in the region of the motifmesh which was treated with antibiotics. The mesh was removed on (B)(6) 2012 and the hernia was repaired with sutures temporarily until the infection subsided. The pt is identified as '(B)(6)' and she was (B)(6) at the time the surgery took place. She has a bmi of (B)(6). The hospital where the procedure took place is (B)(6) school of medicine, (B)(6). The surgery was performed by dr (B)(6). No further info regarding the pt is available. The motifmesh lot number has not been provided.

Manufacturer narrative:
Eval - device was not returned for eval. The device is a synthetic device made from (B)(4). Complications such as infection are a documented risk associated with the motifmesh device - reference design fmea and motifmesh product insert (instructions for use).